Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: a review of the pump black box data revealed losses of prime associated with both zero-force and non-zero low force. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications. The complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the rewind, load, prime, and fill cannula steps were repeatedly completed; however, the pump did not recognize that the steps were completed. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.